Event description:
It was reported through the results of a clinical trial that five months post a stent placement in the distal superficial femoral artery via the left leg, the subject had serious adverse event of occlusion of left superficial femoral artery which required target lesion re-intervention. Drug coated balloon catheter and mechanical thrombectomy was performed to treat in-stent restenosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was resolved with ten percent final residual stenosis. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2019) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis or thrombosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instruction for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3. H11: h6 (method): h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately five months and two days post lifestent placement on the left leg, the subject had an adverse event of occlusion on the superficial femoral artery and the reported occlusion was alleged to be possibly related to the study device and not related to study procedure. However, a target limb re-intervention was performed for in-stent restenosis with initial stenosis of 100% and final residual stenosis of 10%. The re-intervention was treated with drug coated balloon and mechanical thrombectomy. The re-intervention was successful and the current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial that five months and two days post a stent placement on the left leg, the subject had an adverse event of vascular stent thrombosis of the left superficial femoral artery and the reported thrombosis was alleged to be possibly related to the study device and not related to study procedure. However, a target limb re-intervention was performed for in-stent restenosis with initial stenosis of 100% and final residual stenosis of 10%. The re-intervention was treated with drug coated balloon and mechanical thrombectomy. The re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis or thrombosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3, h6 (patient). H11: b5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.